Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the indications section in the instructions for use states: the omnilink elite peripheral stent system is indicated for the treatment of de novo or restenotic atherosclerotic lesions in protected peripheral arteries and palliation of malignant strictures in the biliary tree. It could not be determined if using the omnilink elite off-label caused or contributed to the reported difficulties. The investigation was unable to determine a cause for the reported stent dislodgment. The difficult to remove, stent damage and additional treatment was due to case circumstances. It may be possible that the reported stent damage and dislodgment was due to interaction with anatomy; however, this could not be confirmed. The difficulty removing was likely due to the stent getting caught on the distal end of the introducer sheath during the attempt to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous carotid artery, the omnilink elite stent implant dislodged from the delivery system. The ominlink elite was removed from the artery, but caught on the tip of the 10fr femoral sheath and stent strut damage/fracture occurred. As the dislodged stent remained on the guide wire, it was then deployed in the common femoral artery. A new omnilink stent was used to treat the target lesion in the carotid artery. There was no reported adverse patient sequela. No additional information was provided.